Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. Unable to test for battery out limit alarms due to no button response. No moisture damage found on electronics assembly. Device had cracked battery tube threads,reservoir tube, reservoir tube lip, case window display corner and scratched window. No cracks found on screen. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had battery out limit alarm and keypad anomaly. The blood glucose at the time of the incident was 123 mg/dl. Troubleshooting was performed. The device was returned for analysis.